Manufacturer narrative:
Additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a patient underwent the closed reduction internal fixation with a 7.3 fully threaded cannulated titanium screws with a washer to treat a sub-capital femoral head fracture. During the surgery, the surgeon heard a snapping sound and immediately saw that the washer was broken. The surgeon stated that it was probably caused due to the pressure from the screw's head on a washer. There wasn't an additional washer to replace the broken one so the surgeon had to finish the operation without a washer on the last screw. The surgeon was satisfied with the outcome and does not plan reoperation. There was no significant harm caused to the patient. No significant delay in operation time. The broken washer was removed easily from the patient's femur. The procedure was successfully completed. Concomitant device reported: unknown 7.3 cannulated titanium screws (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) washer 13.0mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the visual inspection of the complained washer shown that the article is broken in three pieces, this thus confirming the complaint description. In addition, the washer seems to be bent and deformed before it broken, especially at the inner diameter, this indicates a deformation before the washer was breakage. The complaint is confirmed as the washer is broken, as reported. The investigation has shown that the complained washer shown that the article is broken in three pieces. In addition, the washer seems to be bent and deformed before it broken, especially at the inner diameter, this indicates a deformation before the washer was breakage. The root cause for this broken washer can not be clearly determined we have to assume that too much mechanical force (as reported: the pressure from the screw's head on the washer) well beyond its calculated design has been applied during insertion, which resulted in the breakage of the washer. The broken surface is homogenous which indicates material conformity as well. As the lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.